Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). We apologize for the lateness of this report.

Event description:
Consumer complaint of "lo" blood results. All results in memory were "lo." No adverse event reported.